Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their heart rate dropped to "42 after doing exercise and it's set to 60bpm." The patient's implantable pulse generator remains in use. No further patient complications have been reported as a result of this event.